Manufacturer narrative:
Eval:this event is still under investigation.

Event description:
During an attempt to position the stent, it came off of the balloon and migrated to the junction of the renal artery and aorta. The stent was able to be ballooned and opened at the point, before further migration occurred.